Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. Visual inspection noted that the plunger stayed stuck when pushed the wire. The user did not pushed the plunger to the end, therefor the plunger could not reach from the one-eighth (1/8) of a turn clockwise to release the capsule from the delivery device. The plunger stopped at 1/6 of a turn. It was reported that they had a capsule which failed to attach. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: pressing down on the plunger too slowly may result in the capsule not properly attaching to o the patient¿s esophagus or not detaching from the delivery device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient's stomach. Roth net was used to retrieve the capsule. They placed another capsule on the same procedure and attached successfully. Lubrication was used to facilitate the placement of the capsule.